Event description:
Procedure type: nissen. According to the reporter: while toggling through tissue, the needle fell off into the pt's cavity. A grasper was used to remove the needle and a new device was opened to complete the case without incident.

Manufacturer narrative:
Date of initial report sent: 06/25/2009.